Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed screw snare snapped and wouldn¿t advance the suture through the device. No other device was used . There was a delay of 5 mins. No patient injuries were reported.

Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the snare snapped and suture wouldn¿t advance through the device. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive tension applied during tensioning. Excessive tension applied to snare lines during tensioning can result in suture snaring failure. An exact root cause cannot be determined with confidence as no product was received for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.